Manufacturer narrative:
The customer contacted siemens. Siemens determined that the cause of the event is due to user error. The customer did not follow the correct procedure for performing the centering collar daily cleaning procedure on the advia 2120i with dual aspirate autosampler, as outlined in the operator guide, nor was she wearing gloves. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The lab technician injured herself with the needle of the autosampler while she was cleaning the centering collar on the advia 2120i with dual aspirate autosampler. There are no known reports of patient intervention or adverse health consequences due to the injury.